Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
On (B)(6) 2021 a chest x-ray showed that there were small right greater than left pleural effusions. A computed tomography (CT) scan of the chest showed ill-defined mixed ground-glass and solid airspace opacities throughout all 5 lobes of the lung, which was suspicious for multifocal pneumonia. There was dominant airspace opacity within the right upper lobe that may have been a reflection of pneumonia. A chest x-ray showed stable, ill-defined patchy opacities in the bilateral lungs, which may have reflected multifocal pneumonia. It was reported that on (B)(6) 2021 the patient had their right pleura opened and the lung was full of blebs and they had a right upper lobe wedge resection. The results of the resection showed extensive bullous emphysema. The adjacent lung had patchy organizing pneumonia. The pleura also had focal chronic inflammation and mesothelial hyperplasia. There was no fungi or acid-fast bacilli. Post implant the patient was continued on zosyn and also started on intravenous (IV) vancomycin. The lung blebs and bullous emphysema were unlikely to be related the device or implant procedure. Also on (B)(6) 2021, the patients pump speed was at 5200 rpm and the septum appeared flat. The patient had moderate to severe tricuspid valve regurgitation (tr) and was placed back on bypass for 18 minutes. Epinephrine and inhaled nitric oxide were given, and the pump speed was set to 5000 rpm. The tr improved and was considered resolved without sequelae on (B)(6) 2021. The patients pre-implant hemoglobin (hgb) was 10.8 g/dl, and post-operatively on (B)(6) 2021 it was 9.8 g/dl. The patient also had an increased white blood cell (wbc) count from their baseline on (B)(6) 2021, which continued through (B)(6) 2021. The patient was switched to meropenem on (B)(6) 2021. As of (B)(6) 2021 all cultures were negative and vancomycin was continued. The patients maximum temperature was 38.9 c, which occurred at 12:00 on (B)(6) 2021. On (B)(6) 2021 a repeat chest x-ray showed increased right pleural effusion. On (B)(6) 2021 the patient experienced hyponatremia, and a chest x-ray showed pulmonary edema. Lasix was increased, as was dobutamine given the patients elevated cardiovascular pressure (cvp). This was considered resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 a chest x-ray showed slight interval decrease in diffuse bilateral airspace opacities with additional focal opacification of the left retrocardiac space, which may have represented atelectasis pulmonary edema. Also on (B)(6) 2021 the patient became hypotensive with mean arterial pressures (maps) in the 60s. Anti-hypertensives were held in the morning, and in the afternoon maps had dropped to the high 50s. Entresto and anti-hypertensives were started. The patients hypotension was considered resolved without sequelae on (B)(6) 2021. At 02:00 on (B)(6) 2021 the patient experienced 17 beats of ventricular tachycardia (vt). Potassium (k) and calcium (ca) were repleted. The patients cardiac arrhythmia was considered resolved without sequelae on (B)(6) 2021. On (B)(6) there were increased bilateral pleural effusions. On (B)(6) 2021 a chest x-ray showed small right pleural effusion and at least moderate left pleural effusion. A repeat chest x-ray on that day showed increasing left pleural effusion extending to the apex, with hazy opacification of the left lung. There was also a right lower lung opacity and small effusion. Chest x-ray on (B)(6) 2021 showed stable left pleural effusion extending and diffuse hazy opacification of the left lung. Also on (B)(6) 2021 it was noted that the patients skin had been peeling for the past several days. Their hands, arms, and back areas of exfoliation were not itchy or painful. Superficial exfoliation of the skin was done without underlying erythema or dermatitis. No prodrome was noted, and there was no rash preceding the exfoliative eruption. This was considered resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 a CT scan of the chest showed stable small right pleural effusion and new moderate left pleural effusion. An ultrasound of the chest on (B)(6) 2021 showed paralysis of the left hemidiaphragm. This was possibly related to the implant procedure and was considered to be in ongoing/stable condition. Upon initial evaluation on (B)(6) 2021 there was anechoic moderate left sided pleural effusion. A left sided 8f pigtail chest tube was placed. Regarding the patients infection, microscopic, description-patchy organizing pneumonia was seen and highlighted with movat and trichrome stains. There was no active infection and this was considered resolved with residual disease noted on a repeat CT of the chest on (B)(6) 2021. The patients leukocytosis was ongoing on (B)(6) 2021 and the patients procalcitonin levels were up to 1.6 from 0.7. Blood cultures were drawn, and the patient as started on empiric vancomycin and piperacillin/tazobactam. Although the patient was noted to be anemic throughout their post-operative course, there were no overt signs of bleeding noted and the patient received 1 unit of packed red blood cells (prbcs) on (B)(6) 2021. Also on (B)(6) 2021 the patient was uncomfortable and complained of significantly increased left-sided back and shoulder pain. The interventional radiology (ir) team was contacted to reassess the pleural chest tube placed on (B)(6) 2021, as drainage had tapered to 0 and there were signs of worsening pleural effusion present on a posterio-anterior (pa) view and lateral (lat) chest x-ray. The patient was transferred back to the ICU for hemothorax with subacute blood loss anemia. Heparin was held, as was aspirin. 4 units of prbcs were given since their transfer and there was an inappropriate increase in (hgb) (increased from 7.1 g/dl to: 7.4 g/dl, 7.8 g/dl, 7.5 g/dl, 7.0 g/dl). On (B)(6) 2021 hgb was 8.2.

Event description:
Although the patient was noted to be anemic throughout their post-operative course, there were no overt signs of bleeding noted and the patient received 1 unit of packed red blood cells (prbcs) on (B)(6) 2021. Also on (B)(6) 2021 the patient was uncomfortable and complained of significantly increased left-sided back and shoulder pain. The interventional radiology (ir) team was contacted to reassess the pleural chest tube placed on (B)(6) 2021, as drainage had tapered to 0 and there were signs of worsening pleural effusion present on a posterio-anterior (pa) view and lateral (lat) chest x-ray. The patient was transferred back to the ICU for hemothorax with subacute blood loss anemia. Heparin was held, as was aspirin. 4 units of prbcs were given since their transfer and there was an inappropriate increase in (hgb) (increased from 7.1 g/dl to: 7.4 g/dl, 7.8 g/dl, 7.5 g/dl, 7.0 g/dl). On (B)(6) 2021 hgb was 8.2. It was communicated on (B)(6) 2021 that this resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26jul2021. The heartmate 3 lvas IFU lists right heart failure, cardiac arrhythmia, bleeding, and infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information provided. The manufacturer is closing the file on this event.